Manufacturer narrative:
This supplemental report is a correction made to the previously submitted g3 date- date received by the manufacturer. The correct date is 15 oct 2025.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Report 4 of 4. Olympus was notified of an adverse event for a patient participating in the strive post market registry study. Strive is a single-arm, prospective, multi-center, registry study to evaluate the long-term safety and effectiveness of the spiration valve system (svs) for the treatment of severe emphysema in a post-market setting on (B)(6) 2025 the patient underwent multiple spiration valve placement in the left upper lobe under general anesthesia. One 6mm valve was placed in lb1, one 9mm valve was placed in lb2, another 9mm valve was placed in lb3 and lastly, an additional 9 mm valve was placed in lb4+5. Post procedure the patient was monitored in a hospital bed and had a chest x-ray performed. On (B)(6) 2025, the patient required hospitalization due to left side pneumothorax. The event was considered related to the device and initial valve placement procedure. The following day, the 9mm valve in lb3 was removed without complication. On (B)(6) 2025, the patient experienced an ongoing increase in shortness of breath and phlegm production from their baseline. No intervention was performed and the patient was discharged in stable condition.